Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shut down or logged out of the medication application while in use. The field service engineer (fse) examined the unit and identified a partial connection failure at row board 2.1 c, along with row board b not being fully seated. Additionally, the plastic retractor band hinge for drawer 5 was found to be broken. The row board connections were fully seated and tested using the utility application, which resulted in a pass. Multiple user tests were conducted on the medication application, and functionality was confirmed. The damaged retractor band hinge for drawer 5 was replaced, and subsequent testing verified proper drawer operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shut down or logged out of the medication application while in use. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.